Event description:
The customer contact reported, the pump did not deliver. The pump was returned to the biomedical department with an unsigned note that stated, "not recognizing pendant." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the customer contact indicated that the pump could be programmed w/o the vial being properly seated into the injector. No audible alarm was noted indicating that the vial was not seated properly. The customer contact reported then after the delivery was started with the vial not seated properly, the device display was incrementing; however, no fluid was being delivered. There were no reports of any adverse pt events and no reported delay in critical therapies while the device was in critical use. Though requested, add'l info was not provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).